Event description:
The manufacturer received a report that a trilogy 202 ventilator "doesn't work." No further details were provided. There was no serious patient harm or injury that occurred or was reported. The device has not yet been evaluated by the manufacturer. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously received a report that a trilogy 202 ventilator "doesn't work." No further details were provided. There was no serious patient harm or injury that occurred or was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer has updated section h in this report.